Event description:
It was reported that the customer was hospitalized for hbgs. It was stated that an error alarm had occurred. At the time of the call, the customer refused to troubleshoot and stated customer will call back when they get home. No further details.